Event description:
It was reported that a patient's therapy 'never worked.' It was reported that there were high impedances, greater than 4,000 ohms, on all of the bipolar and unipolar pairs except three, but it was unknown which ones. It was stated that the patient did not feel stimulation at 6.5 v. The whole system was removed on (B)(6) 2012 per the patient's request. There were no records of any troubleshooting actions. It was stated that 'the product was taken out of procedure by the patient.'

Event description:
Follow-up information received from the patient's healthcare provider (hcp) indicated that the cause of the event was that the device "never worked from initial implant in 2008". The event was attributed to the implantable neurostimulator (ins) and lead. It was unknown what the issue with the ins was but a lead break was noted. It was indicated that there were "no impedances". Signs and symptoms of pain at the site of implant was noted. It was unknown if the patient required hospitalization and the patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3889-28, lot# v072759, implanted: (B)(6) 2008, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).